Manufacturer narrative:
The insulin pump was received blank display due to faulty component on the mother board. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unable to verify no button response due to blank display. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had key failures. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.